Manufacturer narrative:
Additional information was added: the device was manufactured from september 9, 2019 - september 11, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for sings of abnormality that may have caused the ruptured bladder and no issues were noted. The reported condition was verified. The cause of the reported condition was undetermined; however, the probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. The rupture was observed after filling the device with approximately 20ml of solution. There was no patient involvement. No additional information is available.